Event description:
It was reported the device exhibited an "overpressure alarm". There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the tamper seal to be missing and a scratched lens. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the dso sensor will need to be recalibrated. The dso sensor was recalibrated. The service history review identified no indication that the complaint was related to a service of the device within the review period.